Manufacturer narrative:
The device was returned to resmed for evaluation. Visual inspection of the device revealed signs of improper maintenance and storage based on evidence of insect infestation. The device was returned to the customer unrepaired. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.